Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device data and recommended replacement. This device remains in service. No adverse patient effects were reported.